Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. However, the plunger, suture, link, needles and cuffs, key components of the device were not returned; therefore, the reported difficulty of removing the sheath and cuff miss could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing the sheath incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, it was difficult to withdraw the sheath. The whole device could not be removed from the patient. Different angles and directions were attempted to withdraw the device. Once the device was removed it was noticed that a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.